Event description:
It was reported that patient faced issue that the whole box was affected on (B)(6) 2026.

Manufacturer narrative:
E1: patient country: united country. Name: ypsomed ag, country: switzerland, street: weissensteinstrasse 26, city: solothurn, zip code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.